Event description:
The trilogy o2 ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of the device starts up when ac power supply is connected was confirmed. A failure of the system pca was confirmed therefore, the system pca was replaced to address the issue. In addition, the following parts were replaced: front enclosure, trilogy o2 pm1 kit, detachable battery, internal battery pack, capacitor, battery fan, exhaust fan assembly, stirring fan, flow sensor assembly, tubing kit, oxygen blender manifold, oxygen blender purge fan, power cord.